Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that during the pt's heart transplant, he noted that there was a disconnection of the outflow graft bend relief. It was also reported that a f/u x-ray was taken after the lvad was initially implanted in the pt and four months later a cat scan was taken. A disconnection of the bend relief was not noted at those times. The pt did not experience any symptoms and was the model pt at all times. The pt was successfully transplanted.

Manufacturer narrative:
The situation of the outflow graft bend relief being disconnected from the outflow graft is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.